Event description:
A model s slimline dermatome was involved in an uneven graft during a procedure and was described as follows; a model s slimline dermatome caused an uneven graft. The uneven graft required an add'l skin graft to be taken. The unit was described as it slows down and is "stuttering" when in contact with skin. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.